Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/25/2019.

Event description:
It was reported that the ventilators touchscreen fails calibration. There was no patient involvement.

Event description:
It was reported that the ventilators touchscreen fails calibration. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 17oct2019. Date of report: 22oct2019. It was reported that the touchscreen was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.